Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that patient's pump was exchanged due to suspected pump thrombus. The patient had two recent admissions with signs of hemolysis, elevated ldh to 3000, and plasma free hgb was 36 with power elevations to 7-8 watts. The pt remains ongoing with the new lvad.